Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, satellite station device, (B)(6), 2023. D4: UDI: the part number and gtin are unavailable. D3: catalog number, serial number and lot number are unknown. D1: brand name is unknown. D2: common device name and device product code are unknown. G4: 510(k) number is unknown. H4: device manufacture date is unknown.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface right (sasi) came unclasped. It was reported that there was a terminal error during the distal femoral cut. It was reported that after exiting the clinical application and re-initializing the robot and the saw moved to the home position. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was not returned for evaluation. Analysis of the log files confirmed that the application - terminating error as a saw3. The error could not be duplicated by the fse. Upon follow up with the reporter, it was determined that the sasi came unclasped during the procedure. The assignable root cause was determined to be due to use error due to failure to clasp the sasi during the mentioned cut.